Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, a cautery machine allegedly ignited a small fire under the drapes around for patient¿s neck and left earlobe causing. The cap covering patient¿s hair was caught on fire along with patient¿s hairs around the hairline left eyebrow and earlobe. The fire was distinguished by quickly removing the drapes and doused with lots of room temperature and refrigerated saline solution. Patient had first degree burn on some singeing of her hair on the left forehead. A very superficial 2nd-degree burn on the ear, left neck, just inferior to her earlobe and posterior lower neck/upper back. Two 2 blisters, one on the earlobe and on the antitragus and bunch of splashes, or skip burns on her posterior left neck going on to her back which were a mixture of the 1st and very superficial 2nd-degree burns. Burns were treated by extensive hydration with cold solution. Skin was exhaustively flushed with saline around the area. Antibiotic ointment was applied to burn areas. Application of dry dressing and pad tape over visible wounds and conforming gauze applied to head. The facility biomed completed its investigation and found no abnormalities on a rem pad or handpiece. The unit in cardiovascular operating room was replaced with a backup unit, the original unit had been installed in another or location and no issue reported.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted an adverse event occurring on the tissue of the patient. It could not be determined what caused the adverse event based on the photo samples provided. It was reported that there was operating room fire, device fire and device related burn. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.